Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Unable to verify blank display anomaly due to critical pump error alarm. The long traces history file did not confirm pump error 24 alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. Successfully downloaded firmware / history files using crest and thus application. Pump error 112 alarm (rf temporary association alert) confirmed in history file or traces (B)(6) 2021 12:02:53:000 pm due to software error. Unit received with cracked battery tube side, cracked case near belt clip rails, missing serial number label and cracked keypad overlay at select button. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to pump error 112 alarm due to software error. Unable to verify blank display anomaly due to critical pump error alarm. The long traces history file did not confirm pump error 24 alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple errors. Customer stated that they were able to clear alarms. Customer stated that insulin pump's screen was turned off and they inserted a new battery but still got another critical pump error. No harm requiring medical intervention was reported. The device will be returned for analysis.